Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 489 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 212 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Customer declined the high pressure test for the pump. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised to monitor the pump and call back if issues persist.